Event description:
The customer observed falsely elevated magnesium results generated on the architect c8000 processing module for multiple samples. The following data was provided (customer provided reference range: 1.8 to 2.4 mg/dl): (B)(6) initial result = 6.73 mg/dl, repeats = 2.04 mg/dl and 2.01 mg/dl (B)(6) initial result = 7.9 mg/dl, repeats = 1.88 mg/dl and 1.86 mg/dl the discrepant results were not reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found an obstruction in the peristaltic head tubing (rohs). The fsr removed the obstruction in the peristaltic head tubing (rohs) which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c8000 did not identify any trends. A review of tracking and trending for the peristaltic head tubing did not identify any trends. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) or the peristaltic head tubing were identified.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c8000 processing module for multiple samples. The following data was provided (customer provided reference range: 1.8 to 2.4 mg/dl): sid (B)(6) initial result = 6.73 mg/dl, repeats = 2.04 mg/dl and 2.01 mg/dl. Sid (B)(6) initial result = 7.9 mg/dl, repeats = 1.88 mg/dl and 1.86 mg/dl. The discrepant results were not reported out of the laboratory. No impact to patient management was reported.